Manufacturer narrative:
The patient¿s historical data was reviewed and findings show that the episode of low spo2 was appropriately classified and a corresponding alarm generated for the event. The hospital¿s biomed staff determined that the alarm tone volume of the bedside monitor was set too low, therefore the clinical staff failed to hear the audible alarm notification. There was no device malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a bedside monitor did not alarm when a nicu patient had an episode of low spo2 (blood oxygen saturation level). The customer did see spo2 alarms saved in clinical access, which provides a remote view of patient clinical history. No injury was reported as a result of this event.